Event description:
It was reported that during an implant the lv lead could not be screwed in the device. The device was not used and was replaced. The patient was stable.

Manufacturer narrative:
The reported field event of set screw connection anomaly was confirmed. Final analysis found the septum material inside the left ventricular set screw hex cavity, and the set screw was stripped. This did not allow the set screw to be tightened and secured properly in the field. The issue was consistent with having occurred during procedure. No other anomalies were detected.